Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found no anomalies. The returned implant was tested with two known good leads and normal impedances were measured on all circuits and electrode pair combinations. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that the battery was not functional at the time of im plant. After three failed attempts to check impedances it was found that all electrodes were over 10000. The hcp tried to wipe the leads free of any fluids and used suction to try and dry out the chambers of the battery. The hcp never had to close the surgical site and was able to exchange the battery without any other intervention. It was unknown if the issue was resolved at the time of the report. No patient symptoms reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer's representative (rep) reported the device was replaced with another implantable neurostimulator (ins) and the issue was resolved. The device was returned to the manufacturer and the rep did not have any further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.